Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the subclavian artery with heavy calcification, mild tortuosity and 90% stenosis. The omnilink elite stent delivery system (sds) was advanced to the lesion and resistance was noted with the introducer sheath. Deployment was attempted; however, it was noted the stent did not move. The physician guessed the balloon may have been ruptured so the device was attempted to be removed but the stent dislodged. The stent was moved from the subclavian artery to the brachial artery with a capture and then an incision was made to remove the stent. Another omnilink elite sds was used to complete the procedure and treat the target lesion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to advance, device dislodged or dislocated and material rupture could not be determined, however, the subsequent treatments appear to be related to operational context of the procedure. In this case, it is possible the device may have interacted with the introducer sheath during advancement and positioning of the stent, as resistance was noted, contributing to the reported difficult to advance, ultimately causing the reported material rupture. Further interaction with the challenging anatomy and/or other devices during retraction of the device may have contributed to the reported stent dislodgement; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.